Event description:
On (B)(6) 2025, the user called for assistance during a supply change, reporting difficulty fitting the cartridge into the ilet and turning the new connector piece. The agent guided the user through rewinding the pump and performing a full supply change using a contact detach steel infusion set. Insulin delivery was successfully resumed. Blood glucose (bg) was unaffected. No symptoms were experienced by the user, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.